Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Kinks to the iabc central lumen were noted at approximately 30cm, 31.5cm, 40.5cm and 68.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The customer photos were reviewed. The photos show the original box label and the iabc serial number. The photos show blood in the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0067in-0.0074in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted at approximately 5.3cm from the iabc distal tip. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 40.5cm and 69cm from the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon ruptured" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the complaint is undetermined, a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "intra-aortic balloon counterpulsation catheter catheter implantation was done in ICU, and after catheter implantation, it was found that the balloon ruptured, and a large amount of blood entered the balloon catheter". It was reported that the catheter was changed to continue therapy. The second catheter was inserted into the same inserion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "intra-aortic balloon counterpulsation catheter implantation was done in ICU, and after catheter implantation, it was found that the balloon ruptured, and a large amount of blood entered the balloon catheter". It was reported that the catheter was changed to continue therapy. The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".